Event description:
Reporter alleged discrepant blood glucose results of 19 mg/dl and 99 mg/dl when testing was performed back-to-back, within 4 mins, on the compact plus system. Reporter stated customer had no symptoms with these results. Customer took 2 glucose tablets. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.